Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller confirmed the use of a tandem charging cable and wall adapter, and after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging successfully. No further assistance was required.